Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a possible lead fracture, out of range high pacing impedance and noise on the electrograms. The lead was capped and replaced. No patient complications have been reported as a result of this event.